Event description:
It was reported that prior to use on a patient the end user noticed that the helium icon on the display showed the tank almost empty, even though the tank had been changed the previous day on the cs300 intra-aortic balloon pump (iabp). There was no patient involvement; thus, no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and removed the helium yoke and yoke extender, cleaned old teflon tape from fittings, applied new teflon tape and tightened yoke and extender. The stm performed the helium leak test which passed. The stm installed a new tank washer; subsequently, the stm performed all functional, pneumatic and electric safety tests and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported by the end user that a helium leak occurred on the cs300 intra-aortic balloon pump (iabp). It is unknown under which circumstances this event occurred or if there was any patient involvement; however there was no adverse event reported.